Event description:
The clinician reports the implant was inserted on (b)(6)2025 in ADA 14. Details of surgery: Ridge augmentation and Immediate extraction site. On (b)(6)2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.